Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. There was also double counting because of premature ventricular contractions (pvc) and rv lead noise. The device was explanted and replaced. Several days later the rv noise occurred again. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted on the same day as the device, due to the lead exhibiting noise, the physician elected to replace the device at the same time.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the driveshaft lug being behind the retraction stop. If information is provided in the future, a supplemental report will be issued.